Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced elevated blood glucose (bg) levels over 400 mg/dl and diabetic ketoacidosis (dka). Manual injections were administered to address the bg level. Due to the elevated bg levels and dka, the customer was hospitalized and received treatment in the form of an insulin drip. The customer was released from the hospital two days later. Further troubleshooting was declined by the customer.